Event description:
It was reported that the patient had a possible infection at the incision site and was also experiencing left leg numbness. The patient was admitted to the hospital. It was noted that the patients wound had a layer of biofilm and lead was protruding through midline incision. The patient underwent an explant procedure and was placed on antibiotics. The physician confirmed that there was no infection present. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: (B)(6).